Event description:
Additional information received confirmed that the implantable cardioverter defibrillator (ICD) exhibited r-wave oversensing and it was observed as the patient presented in-clinic for a routine check-up. As a resolution programming changes were made. The patient condition was stable.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited unspecified oversensing. Further information was requested but not received.